Event description:
Customer reported a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the faulty pump to be replaced, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.